Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 105 to 114 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 6:43 pm) with results of 82 mg/dl and 81 mg/dl. Verified storage of test strips is within instructed specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set correctly): memory 1: 94 mg/dl (B)(6) 2015 06: 47 pm; memory 2: 111 mg/dl (B)(6) 2015 09: 47 pm; memory 3: 12 mg/dl (B)(6) 2015 06:47 pm; memory 4: 130 mg/dl (B)(6) 2015 12:00 am; memory 5:180 mg/dl (B)(6) 2015 06:04 pm. Adverse event not reported.

Manufacturer narrative:
Internal report (B)(4). Returned meter and strips evaluated with no defects found. Test strips not returned for eval. Most likely underlying root cause of malfunction. User had inaccurate reference.